Manufacturer narrative:
(B)(4). No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated, prior to insertion of a 12.6mm micl12.6 implantable collamer lens, -13.5 diopter, the surgeon made the incision and accidently nicked the capsule bag. The surgeon inserted the lens into the patient's right eye (od), and noted the nick in the bag. The patient was sent to another facility the same day, for removal of the lens. The lens was explanted and an iol was implanted.